Manufacturer narrative:
(B)(4). For related complaint on the same patient and event see MDR #3010532612-2019-00128 and tc #1900068195. Teleflex did not receive the device for investigation therefore the reported complaint of purge failure is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted. The zeroing of the iab went fine, catheter went in without incident, all connections secure. Error message "purge failure". As a result, the pump was exchanged for another. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For related complaint on the same patient and event see MDR #3010532612-2019-00128 and tc (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted. The zeroing of the iab went fine, catheter went in without incident, all connections secure. Error message "purge failure". As a result, the pump was exchanged for another. There was no report of patient complications, serious injury or death.